Manufacturer narrative:
The device was inspected and reported issue was confirmed by the field service engineer (fse). The device failed to meet its specification and it was concluded that it caused/contributed to the reported event. Issue was caused by defective inspiratory channel pc board. After replacement of this part, the device passed all performance tests and has been returned to clinical use. The replaced part was not returned for investigation. The root cause has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
During the inspection of the ventilator the defective turbine was discovered. There was no patient harm. Manufacturer's ref. #: (B)(4).